Manufacturer narrative:
A smart flex 5 x 150 x 120cm self-expanding stent had a problem to its pull back release system at the time of implantation. The release system broke, not opening the stent in the superficial femoral artery and being removed immediately. Therefore, another unknown stent was implanted in the same region without any problem. As per the product evaluation, the unit was received kinked and partially deployed. The struts of the stent unit can be seen pre deployed at the tip of the unit, and severe kinks were observed located on the proximal area of the unit as well as on the outer sheath near to the distal end. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of a smart flex 5x150 vas 120cm biliary self-expanding stent delivery system was received for analysis inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The hemostasis valve was received partially closed. Per visual analysis, the shaft of the unit was observed separated at the luer fitting, near to the hemostasis ¿y¿ valve on handle. However, the unit was received kinked and partially deployed. The struts of the stent unit can be seen pre deployed at the tip of the unit, and severe kinks were observed located on the proximal area of the unit as well as on the outer sheath near to the distal end. Dried blood residues could be observed. No other damages or anomalies were found on the returned device. Per functional analysis, deployment test could not be performed due to the kinked damaged and separated condition of the unit the way it was returned for evaluation. Per dimensional analysis, stroke length (pin-pull sds) was not performed on the unit due to the extent of the damage on the outer sheath of the unit the way it was received for evaluation. A product history record (phr) review of lot 238399 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty ¿ unable¿ as well as the reported ¿stent delivery system (sds)-ses-deployment difficulty - partial deployment¿ were confirmed. Due to the partially deployed, kinked and separated damaged conditions of the stent delivery system the way it was received for evaluation. However, the exact cause of these anomalies could not be conclusively determined during the analysis. Procedural and or handling factors such as the user¿s interaction with the device as well as vessels characteristics (although unknown) may have contributed to the reported events. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 238399 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5 x 150 x 120cm smart flex self-expanding stent had a problem to its pull back release system at the time of implantation. The release system broke and not opening the stent in the superficial femoral artery and being removed immediately. Therefore, another unknown stent was implanted in the same region without any problem. As per the product evaluation , the unit was received kinked and partially deployed. The struts of the stent unit can be seen pre deployed at the tip of the unit, and severe kinks were observed located on the proximal area of the unit as well as on the outer sheath near to the distal end. There was no reported patient injury. The device was returned for evaluation.